Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there were multiple gas loss alarms every 3-5 minutes. The insertion was reported to be axillary, which is not a method described in the instructions for use (IFU). The getinge representative suggested troubleshooting tips from a femoral approach, and the customer understood the difficulty with troubleshooting for the axillary approach. They were advised to speak to the physician about iab manipulation or removal. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.